Event description:
It was reported to philips healthcare that the heartstart mrx "lcd shows a 100% battery charge, and the system goes completely dark when the ac cord is unplugged". There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.